Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's system controller backup battery would not charge. They received a low voltage advisory on the system monitor. It was stated that there was no red-orange light on the backup battery when it was in charge. They attempted to replace the backup battery with a new one, but the problem continued.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the backup system controller not charging the backup battery was not confirmed. The heartmate ii system controller (s/n: (B)(6) was returned for analysis. The downloaded log file was reviewed; however, no data regarding the backup batteries not charging was observed. The system controller was functionally tested and found to operate as intended during analysis. The system controller was able to charge multiple backup batteries without issue. The reported event was not reproduced during analysis. The controller was connected to a mock loop and was found to support pump function for an extended period of time. A root cause for the reported event was not conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ address how to properly interpret and troubleshoot all system alarms, including low voltage advisories. Heartmate ii patient handbook section 10 entitled ¿safety checklists¿ addresses the user to ensure the backup system controller is always ready for use and to charge the 11v backup battery every six months. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information provided. The manufacturer is closing the file on this event.

Event description:
It was reported that it was the backup system controller that was exchanged.